Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen making it hard to read at night. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump was louder when refilling cannula, battery life was diminished, had rejected a brand new battery and battery test failed. The device will not be returned for analysis.